Manufacturer narrative:
All available information was investigated and the reported difficulty opening the clip and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty opening the clip and clip jumping. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), hypertension (htn), ejection fraction (ef 50%), lung cancer, radiation therapy for lung cancer for a mitraclip procedure. First clip was implanted. During the preparation of second clip, clip was unlocked, arm positioner was turned slowly in the open position, and the clip did not open initially and the clip popped open. Clip was replaced and two clips were implanted. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), hypertension (htn), ejection fraction (ef 50%), lung cancer, radiation therapy for lung cancer for a mitraclip procedure. First clip was implanted. During the preparation of second clip, clip was unlocked, arm positioner was turned slowly in the open position, and the clip did not open initially and the clip popped open. Clip was replaced and two clips were implanted. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.